Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: hand switch for electric pen drive, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device running by itself was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had component damage, would not run, had bent/deformed housing, and ran in the locked position. It was noted that the device had a worn motor and controller, the mode switch needed an update and the housing, housing pin and housing ring were worn. It was further determined that the device had no maintenance for 16.5 years. It was further determined that the device failed pretest for general condition, function with test hand switch, power with power test bench and speed with techometer. The assignable root cause resulting from failures identified during evaluation was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the electric pen drive device ran by itself while in use with the hand switch device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.